Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: the nurse loaded the second clip into the applier but it was unstable in the jaws. Therefore, the clip was not used to the patient. The remaining four clips were used without problem. After removing the clip from the jaws, he/she checked to find that the boss of the clip was missing. No clips fell/remained in the patient, and there were no health injury reported.

Manufacturer narrative:
Qn#: (B)(4). Per DHR the product visistat 35w 6/box lot # 73c1700497 was manufactured on 03/27/2017 a total of (B)(4) pieces. Lot was released on 03/31/2017. DHR investigation did not show issues related to complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
Reported issue: the nurse loaded the second clip into the applier but it was unstable in the jaws. Therefore, the clip was not used to the patient. The remaining four clips were used without problem. After removing the clip from the jaws, he/she checked to find that the boss of the clip was missing. No clips fell/remained in the patient, and there were no health injury reported.